Event description:
The customer reported that the left monitor either does not come up or is wavy.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the system interface cb and left display monitor. The system is working as intended.